Event description:
This is the first of two reports (same patient, same incident, different product ids). This report is in regards to the 1104b catheter. The medical staff reported that a probe was placed in a patient with a shunt in situ. The reading was -5/-6mmhg initially and then when the patient fell asleep the values increased to 2/3 mmhg. Then she woke up, sat up and the values fell to -8/-10mmhg and when she sat up they were under -10mmhg. The patient was not injured. The event did not lead to increase in surgery time. The integra clinical educator advised that values of less than -10mmhg in this kind of patient would not be unusual. The medical staff is usually looking for low pressures in relation to patient complaining of low pressure headache. The value was reported to be changing with different activities and showed to be negative when the patient was upright and increased when the patient laid flat which is not unusual at all. The distributor reported that the red depth indicator was correctly positioned (the red depth indicator remained inside the strain relief the whole time) and the probe was zeroed prior to insertion.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported information.